Event description:
It was reported that the patient presented in-clinic for the follow up. Interrogation showed the patient's right ventricular (rv) lead was exhibited noise leading to oversensing. The rv lead was capped and replaced on (B)(6) 2022. No patient consequences reported.